Manufacturer narrative:
B3. Date of event the exact date of the event is unknown.

Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that was not working properly due to inflation and deflation issues. The revision is scheduled for (B)(6) 2024, where the patient will receive a malleable tactra prosthesis. There was no additional patient complications reported at this time.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown.

Event description:
It was reported that the patient presented with an ambicor penile prosthesis (app) that was not working properly due to inflation and deflation issues. A revision surgery occurred on (B)(6) 2024; the patient received a malleable tactra prosthesis. There were no additional patient complications reported.